Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2011. As reported, the patient is making a claim for an adverse patient outcome against the kugel hernia patch. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2011 ¿ patient was diagnosed with direct left inguinal hernia thereby underwent open repair with implant of kugel patch (device #1). Per operative notes, ¿herniation through the inguinal floor was noted. A small oval kugel patch (device #1) was placed into the preperitoneal space and laid flat against anterior abdominal wall and sutured.¿ (B)(6) 2015 ¿ patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of synthetic mesh." (B)(6) 2019 ¿ patient was diagnosed with left recurrent indirect inguinal hernia, scar tissue thereby underwent robotic assisted repair with the removal of mesh (device #1). Per operative notes, ¿a recurrent left indirect inguinal hernia was noted with colon protruding into the defect. A balled piece of preperitoneal mesh (device #1) stuck to the vessel was extracted and some of mesh was left in peritoneum. A 3dmax mesh (device #2) was placed to cover the direct, indirect and femoral spaces and laid against piece of old mesh using suture."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient¿; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum #1: root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2011) is considered to be a best estimate. Addendum #2: h11: this supplemental emdr is submitted to correct the event date, explant date and imdrf annex a, f grid. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.